Event description:
It was reported that the insulin pump alarmed button error. Customer changed the battery but the buttons were not responding. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened esc and act dome switches and moisture traces found on the keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners. The insulin pump was received with severely scratched lcd window and stained end cap sticker.